Event description:
It was reported that the patient had a break in aseptic technique (further described as patient made a mistake) during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, resulting in peritonitis. The patient was hospitalized for the peritonitis on the same day as the onset. On an unreported date, the patient was treated with injection amikacin (25 milligram; frequency and route not reported) and injection vancomycin (150 milligram; frequency and route not reported) for peritonitis. The patient¿s outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.